Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector was damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor was unable to connect to an electrode belt.